Event description:
It was reported that the device does not pass the frequency and volume tests. No patient involvement.

Manufacturer narrative:
The manufacturing device history record (DHR) is not relevant to the investigation due to the age of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in good condition. Functional testing found the tidal volume is high and the frequency low. Adjusted the frequency and all readings came into spec checked over a 24 hour period and again after 48 hours and the readings had not changed. During testing it was also determined that the electronic chassis will need replacing as the main board has failed-the device does not shut down without gas supply. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.